Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac plus CPAP knob just spins with no change in o2 regulation. Reported the same knob moves very easily. No patient involvement, as event occurred during testing.